Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm, and a build up of corrosion within the backup battery¿s ribbon cable, were not confirmed. The provided log files did not capture data from the reported event date of 24dec2025, and no atypical alarms were observed throughout the data. The returned system controller (serial number (B)(6) ) was functionally tested and was found to perform as intended. Atypical alarms were unable to be reproduced throughout all testing. The backup battery¿s ribbon cable was thoroughly inspected for traces of fluid and corrosion; however, no issues with the ribbon cable were observed. The controller was opened and inspected at a component level, and no signs of fluid or corrosion were observed. The root causes of the reported events were unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate backup battery fault alarms with an unknown root cause. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault on (B)(6) 2025 and the ebb was replaced. It was noted while patient was in clinic, that there was corrosion on the wires between the system controller and the ebb. Log files were submitted for review and captured low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index was elevated. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. While prepping for a system controller exchange, the screw on the back of the new system controller broke in half and the patient was given a new system controller.